Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced refractory ventricular tachycardia/ ventricular fibrillation (vt/vf). The patient had vt/vf and had an implantable cardioverter defibrillator (ICD) before the lvad implant. Because the patient was intubated, no symptoms were reported. Treatment was performed with lidocaine, procainamide, and amiodarone. The patient was also externally defibrillated several times and electrophysiologist was consulted to attempt ablation, but the doctor deemed the patient to be too hemodynamically unstable for the procedure. No other condition other than the vt/vf was mentioned to contribute to the patient's hemodynamic instability. The arrhythmia was sustained and resulted in clinical compromise as the left ventricular assist device (lvad) flows were dropping. The arrhythmia did not resolve, and the family ultimately decided to withdraw support. The vad operated as expected and was not thought to contribute for the arrhythmia or the death. No device was to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that the device operated as expected and was not thought to contribute to the patient's arrhythmia. The account communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22sep2022. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.